Event description:
It was reported that the right ventricular lead was dislodged and repositioned about a month ago. The patient was seen for a followup and there was no capture on the lead. The lead was also undersensing and the patient has been experiencing diaphragmatic stimulation with ventricular pacing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2012. (B)(4).